Event description:
Boston scientific received information that this device was explanted and replaced. The device was found to have reached end of life due to an extended charge time. The device was included in the mid-life display of replacement indicator advisory. There was no report of adverse patient effects due to the replacement procedure.

Event description:
The facility biomedical technician called the baxter technical service center stating, he had two homechoice (hc) devices that had been used by two different patients. Both patients had coded and one patient expired. The biomedical technician requested that the device be picked and sent to baxter for evaluation. The biomedical technician requested a customer letter with the evaluation results. This complaint will be for patient two using the hc device (B) (4). The patient was admitted with hypotension. The patient went into respiratory arrest. The hospital called and the nurse told (B) (6) to disconnect and the patient was taken to intensive care unit. The patient outcome is unknown at this time.

Manufacturer narrative:
(B) (4). The device has been returned for evaluation; however, the results of the evaluation are not yet complete.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device was determined to meet performance specification requirements per returned instrument test evaluation (rite) testing.

Manufacturer narrative:
(B)(4). The facility has advised that no further clinical information will be available related to this event.

Event description:
It was reported that during the implant procedure after several times lead repositioning operations were performed, because many turns were needed to retract the leads helix. The lead was not implanted. No patient complications have been reported as a result of this event.